Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. There was no adverse impact to the customer's blood glucose level due to the reported issue. As the pump was still functional, customer continued to use the pump for insulin therapy.